Event description:
Had cataract surgery in the right and left eye. Had mono focal lens implanted. Surgery was unremarkable with normal healing. Right eye had normal outcome with very good distance vision. Left eye had refractive surprise with poor distance vision. I am not sure if the surgeon miscalculated the diopter needed or if the wrong lens was implanted. FDA safety report ID # (B)(4).